Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false negative results on a patient sample that tested positive when using the simplexa covid-19 direct assay on (B)(6) 2020, but then repeated as negative on (B)(6) 2020. Run analysis of the simplexa results showed sample ID (B)(4) was detected only for the orf1ab (CT = 33.7) on (B)(6) 2020. A sample with similar numbering (ID (B)(4)) was tested on (B)(6) 2020 and resulted negative. With the initial test detected only for orf1ab at 33.7 and then repeating as negative, it is likely that the sample was near the limit of detection of the simplexa assay. The customer's device and patient sample was not returned for investigation. The customer stated the patient was asymptomatic, but testing the pregnant woman in labor was required in order for admission per hospital procedures. They agreed that the sample was most likely near the limit of detection of the simplexa assay. Batch record review showed the critical component, reaction mix mol4151, lot# x8194n, met all qc release criteria prior to kit release. Mol4151, lot# x8194n were tested using positive controls and no-template controls (ntc). Positive controls were tested in triplicate and resulted in zero (0) occurrences of false negatives in either s gene or orf1ab targets. All positive controls were detected at an average CT = 28.4 (s gene) and 28.3 (orf1ab) and the internal control avg CT = 32.5. No malfunctions occurred during qc release testing. Retain testing is no longer possible since the kit lot x8193n expired on 10/31/2020, but based on the information provided, the alleged false negative samples were most likely beyond the limit of detection of the simplexa assay. No other false negative results occurred on the other patient samples that were correctly interpreted by the simplexa assay. The issue could not be confirmed. This is the 3rd complaint on mol4150, lot# x8193n for suspected false negative results. As stated in the instructions for use, ifuk.us.mol4150, "negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information" and per the limitations section, item 5 "false-negative results may occur if the viruses are present at a level that is below the analytical sensitivity of the assay or if the virus has genomic mutations, insertions, deletions, or rearrangements or if performed very early in the course of illness."

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostics tests, per the conditions of authorization for this product, suspected false negatives and false positives will be reported under 21 cfr 803, as well as significant changes in expected performance characteristics. There has been no report of patient injury/death due to contribution of alleged false testing results in this event or others with this ivd; however, this is being reported conservatively in the case that if this alleged malfunction were to recur there is a non-remote potential for a patient to incur a serious injury/death. Diasorin molecular llc received a complaint alleging false negative results on a patient sample that tested positive when using the simplexa covid-19 direct assay on (B)(6) 2020, but then repeated as negative on (B)(6) 2020. Since the first run was initially detected for only the orf1ab target at CT = 33.7, the customer wanted to be sure it was a true positive and not a false negative. The customer confirmed the suspected false negative results were not reported to a diagnosing physician and no alleged harm occurred. The patient sample was nasopharyngeal in utm. Other than the patient ID numbers, other patient information was not provided.